Manufacturer narrative:
(B)(4).

Event description:
Procedure type: prostatectomy. According to the reporter: when the surgeon attempted to insert the device into the 12 mm trocar, the distal part of device came off the shaft. New device was opened to perform the procedure. There was no bleeding reported in excess of 500 cc. There was no unanticipated tissue loss. The case was not extended by more than 30 minutes.